Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 434 mg/dl. The customer treated with the insulin pump. Troubleshooting for the high blood glucose did not occur. The insulin pump was not returned for analysis.